Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. "The client received all kinds of complaints regarding leaking / ruptured implants."

Event description:
Patient representative reported left side rupture. "The client received all kinds of complaints regarding leaking / ruptured implants." Explanted and replaced with a non-allergan implant.